Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. The customer reverted to manual injections for insulin therapy. Customer's blood glucose (bg) ranged from 558-559 mg/dl. A manual insulin injection was administered to address bg.